Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. Inspection of the system revealed a kink in the sample line where it enters the sample pump syringe through a shield that had become damaged. The fse repaired the shield at the junction and ran qc. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant troponin (tni) results were obtained on the advia centaur cp instrument. The results were reported and questioned by the healthcare provider. The laboratory retested the samples and corrected reports were issued. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin results.